Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rean1652 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that there was a small hook on the tail end of the guidewire after the guidewire was sent into the patient's body successfully. The puncture needle was attempted to be withdrawn from the patient's body, but it could not be withdrawn smoothly. The catheter placement thus failed and a new set was used under the seldinger technique for re-puncture. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the damage appears to have occurred during use. One guidewire from a 4.5 fr microintroducer kit was returned for investigation. The guidewire was received without its hoop. The guidewire exhibited an overall curled shape. The wire was bent 4.8cm from the distal tip and 3.8cm from the proximal tip. A microscopic examination of the guidewire reveals dislocations in adjoining coils 1mm from the proximal tip and 6mm, 2.3cm, 2.6cm, 5.2cm, 5.5cm, and 6.2cm from the distal tip. A tactual investigation revealed that the weld tips are secured to the center core wire. It was reported that the guidewire was damaged during use. The product IFU states, ¿remove the guidewire tip protector from the guidewire hoop and insert the flexible end of the guidewire into the introducer needle or catheter and into the vein. Advance the guidewire to the desired depth. Gently withdraw and remove the introducer needle or catheter, while holding the guidewire in position. Caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿